Event description:
The customer indicated the unit was activating opposite of what it was supposed to. When they went to coag the pt's bladder, they ended up cutting it instead. The bladder was repaired and no further complications resulted.